Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition, during explantation surgery a cholesteatoma was found in the middle ear. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's parents report a gradual reduction in the hearing performance of the user since 1 month prior.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Caretakers report a gradual reduction in the hearing performance of the user since 1 month prior. Further testing is planned.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information about possible further steps has been received despite requested several times.

Event description:
Caretakers report a gradual reduction in the hearing performance of the user since 1 month prior.